Event description:
Philips received a complaint on the intellivue mp50 indicating the system does not alarm. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer onsite to evaluate the device in question. The rse indicated during an evaluation of the system and a review of the device logs that alarm issue could not be confirmed. The philips remote service engineer (rse) could not confirm the customers device issue. The customer confirmed there were no additional device issue. After the rse investigated that customer device, the system resumed normal operation. Reporter information (B)(6).